Manufacturer narrative:
Unit was received with intermittent button response due to moisture damage on the keypad traces. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons did not respond during a bolus attempt. Customer does not recall any significant events leading to the error, except that she was scrolling through the bolus wizard at the time. Customer's blood glucose was 187 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.